Event description:
Physician's pa attempted to pull the catheter and the catheter broke off, leaving the cuff and remaining catheter in the pt's chest. It required going to operating room to be removed. Reason for use: pleural drainage.